Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The user reported the pdm gets hot while charging. Inspection of the log files found no signs of the device overheating. The device was found to operate within the temperature specifications. The device was not observed to heat up while charging during investigation. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. The touch screen functionality was not affected. Inspection of the log files found signs of power sensitivity issues, as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 63% to 4% in 50 minutes. The exact cause of the device not holding charge could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets hot when being charged.